Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) the patient received inappropriate high voltage therapy due to electromagnetic interference. Noise characteristic of sixty hertz was visible on two electrogram channels. It was noted that at the time of the inappropriate high voltage therapy the patient was working in the yard using a manual shovel and clippers. There was no obvious source of electricity in the vicinity of where the patient was working and the event could not be reproduced. The crt-d remains in use. No further patient complications have been reported as a result of this event.